Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that they heard an alert from the device and went to the emergency room (ER) and were told the right ventricular (rv) lead "broke". Follow-up with the physician indicated "malfunctioning rv lead", no additional information was available. The lead was capped and replaced. No further patent complications have been reported as a result of this event.